Event description:
On (B)(6) 2013, the distributor contacted animas and reported there was no power to the pump. It was noted upon battery insertion, there was sound to the pump. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed consecutive random alarms on the reported failure date. There was no physical damage to the pump. A test cap was used to power on the pump. The pump powered on and investigation was unable to clear an alarm. The power issue could not be further tested due to unable to clear the persistent alarm. The pump was opened and an internal component on the circuit board had failed. When the component was replaced, the pump powered on normally and functioned appropriately. No further damage was found.